Event description:
It was reported that the pulse generator exhibited no rate modulated response. The sensor was reactivated successfully and the device remained implanted.

Manufacturer narrative:
It was reported that the pulse generator exhibited no rate modulated response. The sensor was reactivated successfully and the device remained implanted.